Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that vitamin b12 leaked from the unspecified bd emerald" syringe and down the consumer's leg. The following information was provided by the initial reporter, translated from (B)(6) to english: "a few years ago I started with vit. B12 injections, prescribed by your doctor. The assistant of the doctor taught me how to inject myself since I can no longer leave the house. In the beginning the quality of the material you provided me was fine, but soon I got syringes that are significantly less pleasant to work with. I never said anything about it because I also understand that the cheapest product must be delivered. But today I have reason to get in touch. This mainly concerns the syringe into which the liquid must be drawn up. Firstly, it is so light that it falls over when the suction needle is inserted. What bothers me most is that there is almost always some air in the syringe, even if I first press the syringe completely "closed" before starting to draw it up. As a result, I can not always suck up the entire contents of the ampoule and I therefore do not get the correct dosage. Today I also experienced that the liquid leaked next to the syringe during the injection instead of ending up in my leg. As soon as I felt it I stopped to see if I had not put the needle on properly but it seemed to be sitting firmly. I think half of the liquid actually ended up on the ground down my leg. Aside from the fact that I cannot say for sure how much I have under-administered now, I think you can understand that this whole thing is quite frustrating at times".

Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. As a lot number is unknown for this incident, a device history record review cannot be completed. H3 other text : see h.10

Event description:
It was reported that vitamin b12 leaked from the unspecified bd emerald¿ syringe and down the consumer's leg. The following information was provided by the initial reporter, translated from dutch to english: "a few years ago I started with vit. B12 injections, prescribed by your doctor. The assistant of the doctor taught me how to inject myself since I can no longer leave the house. In the beginning the quality of the material you provided me was fine, but soon I got syringes that are significantly less pleasant to work with. I never said anything about it because I also understand that the cheapest product must be delivered. But today I have reason to get in touch. This mainly concerns the syringe into which the liquid must be drawn up. Firstly, it is so light that it falls over when the suction needle is inserted. What bothers me most is that there is almost always some air in the syringe, even if I first press the syringe completely "closed" before starting to draw it up. As a result, I can not always suck up the entire contents of the ampoule and I therefore do not get the correct dosage. Today I also experienced that the liquid leaked next to the syringe during the injection instead of ending up in my leg. As soon as I felt it I stopped to see if I had not put the needle on properly but it seemed to be sitting firmly. I think half of the liquid actually ended up on the ground down my leg. Aside from the fact that I cannot say for sure how much I have under-administered now, I think you can understand that this whole thing is quite frustrating at times."